Manufacturer narrative:
A partial lead was returned measuring 11 cm. For patient death. Visual examination found the ring electrodes broken at the connector boot by procedural damage and no other anomalies other than procedural damage. No conductor fractures or internal shorts were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2019-15803, 2017865-2019-15804. It was reported that the patient has deceased. There was no allegation from a healthcare professional that the death was related to the biventricular implantable cardioverter defibrillator system. The cause of death was unknown.